Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: degenerative disc disease, herniated discs on (B)(6) 2011, patient underwent a spinal fusion surgery at c5-c6 in which rhbmp-2/acs with instrumentation was implanted. Post-op, patient complained of mid and low back pain with tingling in her legs and toes.